Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred. No timeouts or drive stalls were seen in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The pod was worn on the patient's arm for between 4 and 24 hours. As treatment, a new pod was applied.